Manufacturer narrative:
The initial MDR 2247117-2017-00049 was filed on april 12th, 2017. Additional information (06/06/2017): investigation into this issue could not be completed as the requested information has not been made available to siemens. The customer is using a different kit of immulite 2000 xpi hbsag and has not encountered this issue since. The cause of the discordant, (B)(6) results is unknown.

Manufacturer narrative:
The cause of the discordant, (B)(6) results is unknown. Siemens is investigating this issue.

Event description:
Discordant, (B)(6) results were obtained on an immulite 2000 xpi instrument. The initial discordant results were reported to physician(s), who questioned them. Repeat testing was not performed on these samples. It is unknown if any medical intervention or treatment was administered to patients due to the (B)(6) results. It is unknown if there was any delay in administering medical intervention or treatment to patients due to the (B)(6) results.